Event description:
The physician reported that diagnostics were within normal range. It was noted that the patient's seizures were still better than pre-vns levels. It was noted that the increased seizures was potentially due to low battery of the vns making it not as effective; however, it should be noted that the vns battery status was 11-25% so would be providing the programmed therapy. He also noted that the stress, sleep and other factors may have contributed to the increased seizures. He noted that the patient was referred for surgery due to low battery. He didn't know why the patient's seizures didn't respond to magnet swipes. An implant card was received indicating that the patient underwent prophylactic replacement. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date

Event description:
The explanted generator was received for analysis but analysis has not been completed to date.

Event description:
Clinic notes indicated that the "vns was allegedly not functioning¿ after a report of increased seizures and indicated that they were using the magnet without success. . It is unclear when the event occurred. Later in the notes, it indicated that the vns was working well. No further relevant information has been received to date.